Event description:
Device 1 of 2. Reference MFR report# 1627487-2013-20513. It was reported the patient had uncomfortable stimulation in her side and abdomen when stimulation was increased. A reprogramming session was scheduled. F/u identified reprogramming did not resolve the issue. It was further revealed the left lead had moved up half of a vertebral body. Surgical intervention may be undertaken at a future date.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.